Event description:
Patient was injected with two syringes of radiesse (+) and one syringe of radiesse to the cheeks, nasolabial folds, and pre-jowl sulcus on (B)(6) 2015. It is unk which radiesse product was injected into which area. Patient complained that injected areas were a little uncomfortable post injection and on (B)(6) 2015, the left side of her lips began to swell. The left nasolabial fold swelled, particularly where the crease of the nose is. It was also very irritated and red. The injecting physician diagnosed patient with what appeared to be localized cellulitis at the left nasolabial fold. Patient was prescribed keflex as treatment. Injecting physician said patient has been injected with many kinds of products to her face over the years and has never had a problem. Injecting physician said patient's infection seems to be getting better. She still has some soreness to the area.

Manufacturer narrative:
The device history record for the lot number was reviewed. No non-conformances were discovered that would have contributed to this event. This MDR (2135225-2015-0032) is for the radiesse (+) injected into patient. MDR 2135225-2015-00024 is for the radiesse product injected into patient.